Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from united states was received on 12-dec-2017 from a healthcare professional (physician assistant). This case involves a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had knee pain and there was device malfunction. No past drugs, medical history, concomitant medication or concurrent conditions were not reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, once at a dose of 6 ml (indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown) into both the knees. On an unknown date, after unknown latency, the patient had knee pain and was told to take an anti-inflammatory and put ice on his knees. Since an unknown date, after unknown latency there was device malfunction while receiving treatment with synvisc one. Corrective treatment: anti-inflammatory and put ice for knee pain outcome: unknown for both the events. Seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment for follow up dated 19-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain. The events are temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore causal relationship with the device cannot be ruled out completely.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from united states was received on 12-dec-2017 from a healthcare professional (physician assistant). This case involves a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had knee pain and there was device malfunction. Patient's medical history included high blood pressure, heart disease, breathing problems, arthritis, fractures and hearing loss. The patient was allergic to lisinopril. Patient's concomitant medications included acetylsalicylic acid (aspirin), atorvastatin calcium, digoxin, felodipine, metoprolol tartrate (lopressor), losartan potassium, metoprolol tartrate and warfarin sodium. No concurrent conditions were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once at a dose of 6 ml (indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown) into both the knees. On (B)(6) 2017, patient again received treatment with intra-articular synvisc one injection, once at a dose of 6 ml (indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date, after unknown latency, the patient had knee pain and was told to take an anti-inflammatory and put ice on his knees. Since an unknown date, after unknown latency there was device malfunction while receiving treatment with synvisc one. Corrective treatment: anti-inflammatory and put ice for knee pain outcome: unknown for both the events seriousness criteria: important medical event for device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow up information was received on 18-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 20-feb-2018 from the patient. Patient's medical history, allergic history and concomitant medications were added. Therapy dates of synvisc one added. Patient's clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 20-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain. The events are temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore causal relationship with the device cannot be ruled out completely.the information recieved about medical history and concomittant drugs doesnot change the assessment of this case.